Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Consequently, evaluation, investigation and definitive conclusions are not possible without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
Initial reporter's address: (B)(6). Customer reported that device is not available for returning it.

Event description:
It was reported by customer in (B)(6) that the device part named as t's simultaneously deployed.